Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide detachment was confirmed. Based on the inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was being inserted into the anatomy, the distal sheath completely detached from the upper portion of the device with both sections remaining on the guide wire. The detached sheath and remaining portion of the proglide device remained on the guide wire and was easily removed. No noticeable resistance was reportedly felt by the physician. A second proglide device was inserted and uneventfully deployed over the same guide wire. Hemostasis was achieved with the second proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.